Event description:
Device malfunction: difficult to remove. Time of devic malfunction: during vessel closure. Symptoms/ae: failure to achieved hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the pt anatomy. An attempt was made to activate the safety release mechanism using the access ports; however, it was unsuccessful. The device was ultimately removed by using assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.